Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an xray detectable sponge. The customer reports that during a surgical procedure on an open wound, the sponge was fully unfolded and frayed in the wound. The customer further reports that the frayed sponge pieces were removed using forceps with no ill effect to the pt.

Manufacturer narrative:
Submit date: 08/28/2012. An investigation is currently underway. Upon completion, the results will be forwarded.